Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. Patient in labour was on oxytocin (augment) at 5mu/min. Rn called me (md/mrp) to let me know that a prolonged 3-4 minute decel had just occurred. I asked them to stop the oxytocin immediately. The rn confirmed they were stopping the oxytocin. I went immediately from the xxxto the patient's bedside on cedar. As I walked into the room, I verbally asked for confirmation that the oxytocin was off, and the rn verbally confirmed that the oxytocin was off. The patient was fully dilated, so then started pushing and delivered after a short second stage. After the placenta delivered there was a mild pv blood trickle, so I did bimanual massage, confirmed that oxytocin im was given, and that the bladder was recently emptied. I then asked the rn to check how much oxytocin was remaining in the IV bag that we were using earlier, in case we were to need a postpartum IV oxytocin bolus. The primary rn went to check the oxytocin bag and noticed that the oxytocin was still running at 5mu/min and had not been successfully turned off after all by the secondary rn in the room. The secondary rn said the had thought she had turned off the oxytocin earlier and had seen the machine read zero when she was turning off the oxytocin infusion.